Event description:
The accounts maintenance stated that the bed went into trend without anyone pushing a button.

Manufacturer narrative:
The accounts maintenance stated that the test port cable that plugs into the j/p19 connection on the logic board was possibly under stress. He rerouted the cable and problem went away.